Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to instability. An alumina head and liner, accolade stem, and competitor cables and plates were revised. Rep provided explant pictures and revision usage sheet, and confirmed that no further information will be released by the hospital or surgeon.